Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lymphadenectomy procedure, there were issues experienced with the loading or firing of the clips.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The first instrument had no clips in the tube, the red indicator was visible in the window and the instrument had been cycled through the end of application safety interlock. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The interlock feature is designed to prevent the jaws from closing once all clips have been applied. The reported condition could not be confirmed, as the device was received fully fired, and a functional test could not be performed. The second instrument was received partially applied with three remaining clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. The pusher bar was not loading the clip into the jaws. The instrument was disassembled, and the pusher bar was found to be buckled. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken firing handle may occur if an attempt is made to cycle the handle after the safety interlock feature was engaged. Replication of the buckled pusher bar c ondition may occur under the following conditions such as if the load indicator printed on the distal end of the instrument shaft has not cleared the distal end of the cannula and the instrument is fired and if a heavy load is applied to the side of the jaw which partially closes it during the clip loading process. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lymphadenectomy procedure, there were issues experienced with the loading or firing of the clips. They opened a new clip applier to complete the case.